Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 210 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 170 mg/dl. Customer reported that the sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was stopped in the night although blood glucose was 210 mg/dl. The device will not be returned for analysis.